Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. D4 - plots - possible lots numbers 13652847 - manufacture date 5/1/2023 - expiry date 5/1/2026 or 13544401 - manufacture date 2/1/2023 - expiry date 2/1/2028.

Event description:
The event occurred on an unspecified date and involved a rio¿ drug reconstitution transfer device. The customer reported that while they were trying to use the device, fluids (antibiotic and/or saline) leaked out the side. There is unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
One photo was shared by customer, where 2 sealed sample indicating "c side lot number 13552847" and "d side number 13544401". No damage or leaks are observed in the photo. One used sample item#vb-20 connected into a piperacillin and tazobactam 4.5g vial were returned for evaluation. As received a little hole at the base of the spike was observed. An IV bag was connected into the vb-20 device and it was tried to test according procedure, however once the IV bag was squeezed to transfer the liquid into the vial, a leakage from the hole at the spike's base was observed. It was also noted that the fluid didn't to get flow thru the fluid path, from the IV bag to the vial spike. Complaint of leak can be confirmed, based on the used physical sample evaluation. The probable cause was due to broken core pin problem during molding process during manufacturing. A device history review was reviewed was performed, and no relevant commodities or discrepancy were found that might be lead the condition reported by customer.